Event description:
Healthcare professional (hcp) reports three incidents of blood leaks at the arterial and venous headers of the a-18 dialyzer. Blood leaks were noted at various times during the pts' treatments, with an estimated blood loss of 50cc per pt. Hcp stated staff have tightened and reinforced connections at the dialyzer and bloodlines. Treatments were then continued and completed without further incidents. No pt injuries or medical intervention reported per hcp.